Event description:
It was reported that three days post implant,  the patient experienced breathlessness. The right ventricular (rv) lead exhibited high thresholds, low impedance and low r waves. Chest x-ray did not conclusively report perforation, but the operator judged the lead had advanced. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.